Manufacturer narrative:
The power supply was returned for investigation. The failure mode is consistent with the fans being blocked or the airflow being restricted. Although a specific root cause for the restriction could not be identified, the reduced cooling performance was not caused by excessive dust. Both cooling fans were operating well. This was confirmed by connecting the fans to a working power source. There was heat damage to the right planar winding printed circuit board. It is possible that the fans were inadvertently blocked by something or the power supply was equipped with a weak component. As of mid (B)(6) 2010, the power supply main is now equipped with an additional over temperature detection. At the time of this event, the newer type of power supply with the over temperature detection was not installed on this analyzer. No one was injured or affected by this event. No patient samples were involved. (B)(4). There was no risk of fire.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(4).

Event description:
The customer stated they had smoke coming from their cobas integra 400 plus ((B)(4)). The customer stated one printed circuit board on the power supply main had been singed. There were no adverse affects as a result of this event.